Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion cannula remained in her skin when she attempted to remove the headset. She tried to "push it out" but was unable to. Patient went to an urgent care facility and was told to visit her physician for assistance removing the broken cannula. Patient saw her physician on (B)(6) 2011. He was unable to locate the cannula in the site location after conducting a scope procedure. He tried to flush the site, but there was no sign of the cannula. Patient now has 4 stitches at the site location. Physician advised to allow site to heal and to schedule another appointment if an infection should occur. No product was requested for evaluation.